Event description:
Per the clinic, the patient experienced recurrent fluid discharge, infection, itching and irritation at the implant site followed by skin breakdown exposing the device. Subsequently, auditory benefit from the processor was lost. Explantation and reimplantation are planned but has not taken place as of the date of this report. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.